Event description:
We received notification that an artificial urinary sphincter (aus) revision surgery was scheduled due to unsuspected cuff sizing issues. There were no patient complications reported.

Event description:
We received notification that an artificial urinary sphincter (aus) revision surgery was performed in which the existing cuff was replaced due to sizing issues. There were no patient complications reported.